Event description:
Event description boston scientific received information that the patient was taken back for a ventricular lead (4088) revision procedure, the day after the implant procedure, due to increased threshold and decreased sensing measurements. The lead may have had a micro-dislodgement. The patient also had a left sided pneumothorax after the implant procedure, for which a chest tube was placed and hooked to suction. It was felt the pnuemothorax occured as a result of the multiple attempts made in trying to gain access to the vessel for the lead implant.